Manufacturer narrative:
The device was returned and evaluated by product analysis on 09/29/2014 with the following findings: an error 1 alarm was duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the meter alerted for an error 1 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.